Manufacturer narrative:
It was reported to abbott, after undergoing an unrelated surgery, a patient's ipg could not communicate with a patient controller (pc) or a clinician programmer (cp). The device had not been placed in surgery mode prior to the surgery. Despite extensive trouble shooting efforts, a connection could not be established with the ipg. The cp logs were reviewed by technical service who reported the cp log displayed that the ipg never entered a bondable state. The ipg was deemed inoperable. Surgical intervention was taken where the ipg was replaced. An additional lead was added to cover new pain. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.